Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.3., d.6b., g.1., h.6.

Event description:
Patient reported right side deflation (confirmed by physician). The device has been explanted.

Event description:
Patient reported right side "textured allergan implants". Later patient reported deflation. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.